Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 240 mg/dl and the sensor glucose was 70 to 90 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated that when they tried to calibrate blood glucose it said calibration not accepted. Customer tested her blood glucose three times and it was 264 and 270 mg/dl .customer reported that every time she tried to enter blood glucose, it would not acknowledge and then said change sensor. Customer stated that last night she put new sensor and had same issue. Customer stated that the sensor blood glucose was below 40 mg/dl and just tested blood glucose and it was and 94 mg/dl. The sensor will not be returned for analysis.